Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The instrument was analyzed and found to have damage to the conductor wire insulation at the yaw pulley. Visual inspection found the wire to be exposed. The instrument grips were manually manipulated. The instrument passed the electrical continuity test on 3 out of 3 attempts. There were no signs of thermal damage. Additionally, the fenestrated bipolar forceps instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps (fbf) conductor wire was damaged. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.